Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to confirmed e70 error alarm due to several a47 alarms in the history file due to a corrupted history file. However, the insulin pump passed displacement test, self test, a21 error test, off no power test, rewind and basic occlusion test. No motor error alarm noted during testing and the motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 469 mg/dl. The customer states treating high levels with manual injection. The customer was assisted with troubleshoot, and the presence of more than one motor position encoder alarm was noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The customer is being sent out a continuation of therapy pump, and their device is being returned for analysis.